Manufacturer narrative:
The customer did not request any service and no contact person could be reached by our service engineer. Due to lack of information, we could not confirm or investigate the reported issue, therefore the root cause could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).